Manufacturer narrative:
This report is submitted on march 07,2023.

Event description:
Per the clinic, the patient underwent skin revision surgery twice in order to remove soft tissue (specific date and duration not reported).